Event description:
At the end of the cryoablation procedure, the patient coughed up blood. The physician administered protamine to the patient. The CT showed blood infiltration in the lung from the rspv. As per the physician, the rspv was very small with several branches and the perforation occurred during manipulation of the achieve mapping catheter. After the first aid measures the patient was in good condition and was discharged from the hospital.

Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.